Manufacturer narrative:
Complaint of burnt odor and functional failure were confirmed. Cause of odor and failure is a burnt capacitor c58 on the motor controller pcb. Pump passed functional testing after a known good motor controller pcb was installed. The complaint investigation has concluded the cause of the failure to be a defective electronic component. A review of the device history record was performed which confirmed no inconsistencies.

Event description:
T was reported that smoke was observed; coming from the control unit and then the device stopped working. No patient injury or complications were reported.